Event description:
A report was received that the patient had developed a cerebrospinal fluid leakage (csf) after her trial procedure. Symptom includes headache. The patient had a blood patch and the leads were pulled early. The csf and headache had been resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.